Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 for a routine device upgrade procedure. During examination before procedure, it was noted that the right atrial (ra) lead had fluctuating capture threshold. Tests indicated the capture threshold were elevated. The ra lead was explant and replaced on (B)(6) 2021. The patient was stable before, during and after the procedure.